Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited possible lead noise. Programming changes were discussed to better understand the issue. No intervention was performed. Patient will be monitored closely.